Manufacturer narrative:
This report is submitted on june 25, 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to a cholesteatoma. There are no plans for reimplantation as at the time of this report.